Event description:
It was reported to boston scientific corporation that a dreamtome 44 was used in the duodenum/common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure the device was tested prior to use, no visual damage was noted. The dreamtome was bowed, and the cutwire was straightened. The physician reported that the patient¿s anatomy was difficult and the initial access through the ampulla to the common bile duct was longer and more difficult than usual. A partial sphincterotomy was performed, and then the physician could not unbow the dreamtome. The assisting nurse attempted to unbow the dreamtome , however, it was unsuccessful. There was no tactile feeling in the handle. An attempt to open and close the handle was made, using force to try and unbow the dreamtome. As the handle became loose, the cutwire snapped and came away from the distal end of the dreamtome. No part of the device detached within the patient. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of wire break. A visual examination of the returned device found that the cutting wire broken and blackened. Functionally, the device was unable to bow due to the failure (cutting wire broken) encountered. It was concluded that the failure occurred due to procedural or anatomical factors encountered during the procedure, which could have affected the device integrity or its performance, therefore the most probable root cause for this incident is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a dreamtome 44 was used in the duodenum/common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure the device was tested prior to use, no visual damage was noted. The dreamtome was bowed, and the cutwire was straightened. The physician reported that the patient¿s anatomy was difficult and the initial access through the ampulla to the common bile duct was longer and more difficult than usual. A partial sphincterotomy was performed, and then the physician could not unbow the dreamtome. The assisting nurse attempted to unbow the dreamtome , however, it was unsuccessful. There was no tactile feeling in the handle. An attempt to open and close the handle was made, using force to try and unbow the dreamtome. As the handle became loose, the cutwire snapped and came away from the distal end of the dreamtome. No part of the device detached within the patient. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.